Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 4: reference MFR report: 1627487-2016-02005, reference MFR report: 1627487-2016-02007, reference MFR report: 1627487-2016-02008. The patient has 2 anchors implanted with the same lot number. It was reported the patient suffered multiple falls during the last month causing discomfort at the ipg and anchor sites. The pain is present whether the stimulation is on or off. An sjm representative met with the patient and lead diagnostics showed multiple contacts reading low. Surgical intervention may be pending to address the issue.